Event description:
(B)(4). Customer states that the bar underneath the seat snapped while she was sitting on the rollator. Customer could not locate a model number. She states that it says invacare on the rollator, but does not know ho long they have had the rollator for or from where it was purchased. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model unknown, serial number/date code is unknown. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.